Event description:
The safety bar would not move from forward only position during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Manufacturer narrative:
Device evaluation complete.

Event description:
The safety bar would not move from forward only position during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.